Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump supplies were changed, but the issue persisted, and the pump was unable to be successfully charged. Customer continued to use the pump for insulin therapy until the replacement arrives.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.